Event description:
It was reported to philips that the customer was monitoring a patient and the device indicated to connect the paddles. The paddles were already connected to the device. There was no reported adverse patient impact.